Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from an unknown source during an unknown phase of pd treatment. The peritoneal dialysis registered nurse (pdrn) is unsure if the patient received any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. It is unknown if there was fluid within the cycler. As a precaution, a new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. Upon follow up, the pdrn reported that she was unsure if the patient was able to complete treatment on the date of the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation. The availability of the cycler set sample is unknown. Multiple attempts were made to contact the patient for more information, however, a response was not received.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.